Event description:
During an ercp procedure, the physician attempted to use a cook endoscopy fusion cytology brush to sweep the pancreatic duct. The position was reported to be tight. Once in position, the brush would not exit the catheter. The physician removed the brush and used another device to complete the procedure. No adverse effect on the pt or the user occurred. During our evaluation of the returned device, we confirmed that the inner drive wire had punctured the outer sheath near the handle.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The inner drive wire has punctured the sheath near the handle, rendering the device inoperable. A severe kink is noted in the catheter 81 cm from the distal end of the outer sheath. Dried bodily material is visible within the brush lumen. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. We can provide the following comments: the info provided with the initial report indicated resistance in brush extension was encountered. The info also indicated that the brush was being used in a tight location. A tortuous endoscopic or retroflexed position could create difficulty in brush advancement deployment and encourage an application of excessive pressure on the device. If the handle of the device experiences excessive pressure during use, perhaps in response to brush extension difficulties, puncture of the outer sheath may occur. Brush extension difficulty and bends in the outer sheath can occur if the elevator of the endoscope has been tightly closed onto the catheter of the cytology brush. This can clamp the outer sheath and constrict movement of the brush drive wire. If the drive wire is restricted while added pressure is applied to move the handle, this could contribute to drive wire penetration of the outer sheath. Kinks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. A kink in the catheter could contribute to brush extension difficulty. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Corrective action: no corrective action warranted at this time because this incident may be use and/or procedure related. Prior to distribution, all fusion cytology brushes undergo visual and functional inspection to ensure device integrity. The functional test includes manipulation of the handle to ensure smooth brush extension.